Manufacturer narrative:
Investigation is currently in process. There has been no report of any adverse effect or treatment to the patient as a result of the reported issue. A supplemental report will be submitted upon completion of the investigation.

Event description:
The complaint reported that meter sn (B)(6) in ed performed a glucose test (B)(6) 2024 @ 22:57 and got a result of 429mg/dl on the glucometer, a result of 123 mg/dl crossed over to unipoc and into the patients' charts as 123.

Manufacturer narrative:
The root cause was determined to be a software bug within the gen 2 statstrip hospital meter firmware resulting in two queries accessing the database (db) at the same time to retrieve a test result record. This resulted in an additional random test result record being retrieved in addition to the original test result record. Under this condition, the potential existed for two glucose test result records to be transmitted to a healthcare system's data management system. To prevent the possibility of occurrence, nova biomedical added locks within the db to ensure that two queries cannot access the test result records contained within the db. The root cause was determined to a software bug in that two queries were accessing the database (db) at the same time to retrieve a test result record. Nova biomedical has initiated an urgent field safety correction. The potential software risk described in this notification has been corrected and validated through the release of a new software version (v0.0.13.45 and above) for the statstrip glucose and glucose/ketone hospital meter systems. The new software release eliminates the potential risk of transmitting erroneous glucose patient test results to a healthcare system's data management system. Nova biomedical will continue to monitor for this or similar events.